Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 07/31/2019 and investigated on 09/26/2019. A visual inspection was conducted. Signs of clinical use were observed. Blood on shaft tip, jaws and charred tissue were observed on the heater. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy " was not confirmed. The analyzed failure material twisted/bent was confirmed.

Manufacturer narrative:
Trackwise : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.